Manufacturer narrative:
Section a4, a5, and a6: unknown/ not provided. Section d4 lot #: unknown/not provided. Section d4 model # unknown/not provided. Section d4 expiration date: unknown, as the lot number of the device was not provided. Section d4 UDI #: unknown as product lot number was not provided. Section d6a: if implanted, give date: not applicable, as the device is not implantable. Section d6b: if explanted, give date: not applicable, as the device is not implantable. Section e1, telephone number, (B)(6). Section h3: the wrench was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h4. Device manufacture date: unknown, as the lot number of the device was not provided. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Customer reported that their nurse used a wrench to tighten the phaco tip to the handle, which caused several flecks of titanium alloy to be released into the patient's right eye. The surgeon, indicated that most or all of the titanium pieces were likely removed, though there is a possibility that some fragments may remain in the eye. The patient was informed of the incident. As of one week after the surgery, the patient has not reported any adverse visual events, retains 20/20 vision, and exhibits no signs of atypical inflammation. Follow up information was received noting that the serial number of the handpiece is unknown, the lot number of the phaco tip is possibly 5871856, and the products involved are unavailable for return. Additional patient demographic details, including weight, race, and ethnicity, are not known. Note: this report is against the handpiece. A separate report will be filed against the tip and handpiece.